Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The target lesion was located in the moderately tortuous coronary artery. During percutaneous transluminal coronary angioplasty, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent was detached from the balloon. It was noted that interventions were performed to successfully removed the dislodged stent. The procedure was completed using an alternate device and there were no patient complications nor injuries reported. It was further reported that the target lesion was located in the proximal left circumflex artery.

Manufacturer narrative:
Device evaluated by MFR: the promus premier select stent delivery system (sds) was returned for analysis. Visual examination identified that the stent had been detached from the delivery system and not returned. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. The bumper tip showed signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The target lesion was located in the moderately tortuous coronary artery. During percutaneous transluminal coronary angioplasty, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent was detached from the balloon. It was noted that interventions were performed to successfully removed the dislodged stent. The procedure was completed using an alternate device and there were no patient complications nor injuries reported. It was further reported that the target lesion was located in the proximal left circumflex artery.

Event description:
It was reported, that stent dislodgement occurred. Requiring additional intervention. The target lesion was located in the moderately tortuous coronary artery. During percutaneous transluminal coronary angioplasty, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent was detached from the balloon. It was noted, that interventions were performed to successfully removed the dislodged stent. The procedure was completed using an alternate device. And there were no patient complications nor injuries reported.